Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation with the loader attached and delivery system fully inserted through the esheath. The delivery system was visually inspected. There was a separation at the transition between the crimp and inflation balloons and slight gouges on the flex tip. There was a kink on balloon shaft proximal to the handle (near double marker bands), most likely due to shipping. The handle was in the locked position with 1.5¿ of fine adjust. No other abnormalities were observed on the balloon or delivery system. No functional testing was able to be performed for balloon torn due to the condition of the returned device (balloon separation). After decontamination, functional testing was performed for difficulty with valve alignment. A sample valve was not used because of the crimp balloon separation. The balloon shaft was pulled back to the valve alignment marker with no resistance observed. The device was then locked and full fine adjustment was completed without issue. Double wall thickness measurements were taken on the crimp balloon along the balloon separation to assess for any potential non-conformities. The measurements meet the double wall thickness specification. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Lot history review did not reveal any other similar complaint for balloon ¿ torn or delivery system ¿ difficulty with valve alignment. A review of complaint history from december 2015 to november 2016 revealed similar returned complaints for edwards commander delivery systems (all sizes) with balloon ¿ torn. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the november 2016 control limits for the trend category of ¿damaged¿. A review of complaint history from december 2015 to november 2016 revealed other returned complaints for edwards commander delivery systems (all sizes) with delivery system ¿ difficulty with valve alignment. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the november 2016 control limits for the trend category of ¿valve alignment difficulties¿. No IFU/training manual deficiencies were identified. Regarding the complaint of balloon torn, the crimp and inflation balloon are both critical components where crimp balloon provides a channel to carry inflation volume to inflate inflation balloon for proper valve deployment. Any damage on balloon that potentially resulting in balloon tears, ruptures, and/or bond failures can cause leakage and inability to fully inflate the balloon and deploy the valve during procedure. To avoid premature failure of the balloon, the related lots have been reviewed and confirmed went through multiple inspections. During crimp balloon manufacturing, the crimp balloon was 100% inspected for foreign matter, impurity/contamination, fish eyes, and gel spots. Crimp balloons were also 100% dimensionally inspected for length, ID, and double wall thickness. During balloon manufacturing, the inflation balloon was inspected for fish eyes, crow¿s feet, and contamination. The balloon wall thickness, working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter (od) were also 100% inspected. During manufacturing, the delivery system underwent multiple 100% inspections, including insuring the bond joint is smooth, the inflation and crimp balloons have no distorted/pinched folds, and 100% leak test of the catheter before final quality inspection which include dimensional, functional and visual inspection. Balloon burst pressure testing is performed on finished devices under a sampling basis during product verification testing. For the related work order, the five (5) tested samples had a mean burst pressure as it was higher than the lower specification limit. Balloon tensile testing (for the bond between the inflation balloon and crimp balloon) was performed on finished devices under a sampling basis during product verification testing. For the related work order, the five (5) tested samples had a log-transformed mean tensile force that was higher than the lower specification limit. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. Regarding the complaint of difficulty with valve alignment, during manufacturing, the commander delivery systems are 100% inspected by manufacturing and quality for collet engagement (ability to lock), mechanical damage (e.g. Kinks, breaks), collet/shaft clearance, fine adjust function, as well as assembled device dimensional inspections. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan. During product verification testing, the device balloon shafts are pulled from default position to valve alignment position as part of the fine adjustment verification test to ensure valve alignment position can be achieved. Additionally, under pv tensile testing for the related work order, the locknut/collet engagement force was measured and met the statistical acceptance criteria as the locknut/collet engagement tensile strength. These inspections make it unlikely that a defect present in manufacturing contributed to the complaint. The complaint for the balloon ¿ torn was confirmed based upon the visual inspection of the returned device (torn crimp balloon). Due to the returned condition of the device, functional testing was unable to be performed. The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification. No manufacturing non- conformities were able to be identified during the engineering evaluation of the returned device (review of complaint history, lot history, DHR and manufacturing mitigations). The failure mode of balloon torn has been observed on previous complaints where the balloon tear was attributed to higher forces. This issue and associated risks have been documented in a pra. It is known that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. There is no information in the complaint description indicates that any other procedural factors contributed to the event, but the patient was described to have ¿very tortuous vessels¿. There are multiple potential procedural/patient factors which can contribute to balloon ¿ torn. Not retracting the flex tip back to the triple marker position prior to deploying the crimped valve could result in increased tensile load on the constrained portion of the balloon, which subsequently can contribute to the separation of the crimp balloon and the inflation balloon. In this case, there was no report of an irregular balloon expansion, therefore is unlikely that this issue had occurred. Excessive residual fluid left in the inflation balloon or a change in the balloon shape (un-pleated profile occurring due to inflating more than 20-30% during prepping) after de-airing, can contribute higher forces being applied to the crimp balloon during alignment process. Patient anatomy (vessel tortuosity) may have negatively impacted the delivery system during valve alignment, causing additional force needed for alignment (friction between balloon and flex shaft). A definitive root cause for the reported event was unable to be determined. The complaint for valve alignment difficulty was not confirmed based on functional testing as valve alignment and full fine adjustment were able to be performed without any issues and abnormalities. There were no issues observed on the valve alignment mechanism of the device. Visual inspection and review of DHR, complaint history, and lot history did not reveal any related manufacturing non-conformances. The patient was described to have ¿very tortuous vessels¿, and performing valve alignment and fine adjustment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen as evidenced by the gouge marks on the flex tip. This can cause resistance while performing valve alignment and/or fine adjustment. Additionally, a study demonstrated that performing valve alignment in a curvature or non-straight section can increase the possibility of diving, and thus increase valve alignment forces. Procedural factors can also result in difficulty with valve alignment. Potential issues include: residual fluid in the balloon, which can enlarge the inflation balloon profile and create interference with the valve during valve alignment; improper wetting/flushing of the delivery system, increasing resistance during valve alignment; and improper crimping of the valve onto the crimp balloon. The valve may not be crimped to the appropriate size or may have been damaged during the crimping process. While a definitive root cause was unable to be determined, available information supports that patient/procedural factors may have contributed to the reported complaint. Regarding balloon ¿ torn and delivery system ¿ difficulty with valve alignment, since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Regarding balloon ¿ torn, a product risk assessment (pra) was initiated for further assessment of the issue per management discretion. As such, no further escalation is required at this time as this issue has previously been appropriately assessed and documented. Regarding delivery system ¿ difficulty with valve alignment, since no product non-conformances were identified in the returned products and the occurrence rate for ¿valve alignment difficulties¿ does not exceed the november 2016 control limits, no product risk assessment (pra) escalation is required. The complaint for balloon torn was confirmed, but no manufacturing issues were identified in the returned product during engineering evaluation. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the november 2016 control limits for this trend category. However, at management discretion, a pra was previously initiated for risk assessment and for consideration for further escalation. The complaint was not confirmed for difficulty with valve alignment and no manufacturing non-conformities were found in the returned sample related to this issue. Available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the november 2016 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the transfemoral procedure using a 26mm sapien 3 in the aortic position, there was difficulty with valve alignment and the balloon had torn. The patient had very tortuous vessels. The commander was difficult to push forward and valve alignment had resistance, but was completed. The valve was placed in the native annulus and deployment started, however, the balloon did not inflate and it was noticed that the balloon ruptured. As the valve was still crimped on the balloon, the commander with valve was successfully pulled back into the e-sheath and out of the patient. New devices were prepared and procedure was completed successfully. No patient injury occurred.

Manufacturer narrative:
Pre-deco evaluation found the delivery system fully inserted through the sheath. The delivery system was returned in locked position with 1.5" of fine adjust used. The loader was fully inserted through delivery system sheath. There was no liner tear, no strain relief damage, but some minor distal tip damage. The sheath was slightly bent, and the sheath expanded as designed. The sheath was cut to remove valve. The thv was returned crimped on inflation balloon. There were gouges on flex tip. Full gross alignment and fine adjustment was functional. Investigation is ongoing.